Event description:
Upon attempting to hang medication, trazimera, spike of tubing became disconnected from medication bag, estimated 100ml of medication spilled unto chair, pump, and floor, area cleaned per protocol lot# 6402420 forenius bag, and bd alaris¿ lvp ss bag 20d low sorb 3ss cv tubing ref: 10015861a. Nursing was exposed.